Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint of unit shutdown. Review of the logs did confirm a loss of mechanical ventilation. The flow sensors were replaced and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit shutdown during a case. The patient was switched to manual ventilation. There was no report of patient injury.